Manufacturer narrative:
(B)(4). E1: phone number:(B)(6). G2: china h3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant was not mating with the device. Another device was used to complete the surgery. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: a2, a3, a4, b4, b5, b7, d2, d9, d10, e1, e2, e3, g1, g3, g6, h1, h2 d10 - medical product: femoral component option for cemented use only size d right catalog # 00599601452 lot # 66121962 stemmed tibial component precoat size 3 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten catalog # 00598003701 lot # 66505325.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h9, h10. Correction: h4. Complaint sample was evaluated and the reported event was not confirmed. Visual evaluation of the returned device shows damage to the dovetail feature, with both sides flared out. The articular surface exhibits damage on one side. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.